Event description:
An astron self-expanding stent system was chosen for treatment. It was not possible to release the stent. Upon removal it was tried to release the stent again and it was successful.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent has been released and has not been returned. The retractable outer shaft is located at the tip, the inner shaft is severely elongated and protrudes the y-connector by 182 mm, indicating a high tensile force applied to the pushrod. However, the retractable outer shaft was freely mobile and could be moved without unusual friction. Stent imprints are visible indicating that the stent was initially crimped at its intended position. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.